Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and the implantable defibrillation lead exhibited pacing impedance measurements less than 200 ohms. Noise was also observed on the rate/sense channel. It was reported that the patient has a good underlying rhythm. The patient had experienced syncope, however the cause could not be determined. The device and lead were explanted. A new system was successfully implanted.